Event description:
On (B)(6) 2011, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up imaging identified endoleaks with approximately 6 cm aneurysm enlargement involving both common iliac arteries. It was reported there was significant back-bleeding from all lumbar arteries, and the back-bleeding was the cause of the endoleaks and aneurysm enlargement. The same day, the pt was converted to open surgical repair. The gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired surgically. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).